Event description:
An erratic readings issue was reported with the adc device. Customer reported receiving imprecise readings and experiencing symptoms described as weakness, dry mouth, and a loss of consciousness. Customer was unable to self-treat, requiring treatment of glucose via injection by third-party. There was no report of death or permanent impairment associated with this event. Readings of 'lo' (reading <20 mg/dl), 127 mg/dl, 50 mg/dl, and 496 mg/dl were reported and plotted on parkes error grid. The readings fell into the "c" zone, showing the difference in values to be clinically significant.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. Dhrs (device history review) for the precision strips was reviewed and the dhrs showed the precision strips passed all tests prior to release. Retain testing was performed for precision strips and all units performed in specification and passed. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An erratic readings issue was reported with the adc device. Customer reported receiving imprecise readings and experiencing symptoms described as weakness, dry mouth, and a loss of consciousness. Customer was unable to self-treat, requiring treatment of glucose via injection by third-party. There was no report of death or permanent impairment associated with this event. Readings of 'lo' (reading <20 mg/dl), 127 mg/dl, 50 mg/dl, and 496 mg/dl were reported and plotted on parkes error grid. The readings fell into the "c" zone, showing the difference in values to be clinically significant.